Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent difficulty charging the pump due to usb port protruding from the pump. There was no reported impact to the customer's blood glucose. Customer reported two days later that the issue was resolved and was not recurring. Customer continued to use the pump for insulin therapy.